Event description:
It was reported that one day post implant, the atrial lead had dislodged. A loss of capture and sensing were observed; the patient was asymptomatic. The lead was disabled until repositioning could be performed later that day. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).